Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient developed an infection two months after a pump replacement (see manufacturer report # 3007566237- 2015-00166). This time the infection was (B)(6). The pump remained implanted and was later replaced, approximately six years later in (B)(6) 2014, because the battery was dead. This device system delivered baclofen. Additional information was requested for further event details, resolution to the infection/interventions and the current patient status. Should additional information be received a supplemental report will be filed.